Event description:
During service of product, device was found to not cycle, with all leds and single tone audible alarm, due to integrated circuit u28 on logic board being out of specification. Replaced u28.